Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The harmonic ace instrument was analyzed and found to have the curved blade broken at the tip. A piece approximately 0.473 in x 0.085 in was found to be broken off. The broken piece was not returned. Components adjacent to this broken blade do not show damage. The instrument failed energy recognition test. The instrument was placed on an inhouse system and passed the recognition and engagement tests. The instrument was connected to an in-house energy generator. A torque wrench was used to tighten the assembly until it was as tight as it could be (clicking sounds). The instrument generated message "tighten assembly" on three out of three attempts. The complaint was confirmed by failure analysis. The probable root cause is attributed to use conditions. Broken blades result from blade scratches and damage caused by contact with other instruments or other hard/metal objects (e.g., staples, clips, etc.) During use while the instrument is activated. Blade fractures propagate from initial contact sites due to the ultrasonic vibration of the harmonic ace blade, leading to eventual/premature failure (e.g., scratches and damage result in cracks, which then result in broken blades).

Event description:
It was reported that during a da vinci-assisted transhital esophagectomy (non-transthoracic) surgical procedure, the harmonic ace instrument was not recognized. The procedure was completed as planned with a backup harmonic ace with no further issue reported.